Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia after changing supplies and eating a meal, with blood glucose peaking at 290 mg/dl and remaining elevated for approximately three hours before decreasing to 266 mg/dl. Symptoms included elevated blood glucose. Outcomes included temporary hyperglycemia without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed an unclear cause, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.